Event description:
It was reported to philips that the system gave a remote alert indicating the flexviewing computer for flexvision could not display grabbed video inputs, which could impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.